Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 09-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that the patient began experiencing seizure like episodes several years after pump implant. The seizures were triggered mostly by stress. The pump medications were replaced with pf saline to rule out meds and seizures still occurred. The patient later required lumbar fusion revision and catheter revision due to catheter damage during fusion revision surgery. The pump was replaced with another manufactures pump. It has been 10 months since pump replacement and patient is no longer experiencing seizures. The environmental, external or patient factors that may have led or contributed to the issue was the provider mentioned the patient was not doing well prior to fusion surgery and pain may have been a factor but was unknown. The diagnostics and troubleshooting performed was they stopped the pump meds and filled with pf saline, imaging, fusion revision surgery and another manufacturer¿s pump. The issue was resolved at the time of the report and it was noted that it had been 10 months since the pump was explanted and replaced with another manufacturer¿s pump and the patient was no longer experiencing seizures. It was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.